Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only complaint for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed this event as possibly related to the study device and procedure. Reocclusion is an inherent risk of any pta procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that during an index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located in the proximal superficial femoral artery (sfa) of the right leg. Approximately 16 months later, the hcp performed an angioplasty with normal pta and placement of 2 stents, manufacturer unknown, to successfully resolve the reocclusion of the patient's original target lesion. The sample was discarded by the user facility and diagnostic images have been requested but are currently unavailable. No further adverse patient effects were reported.